Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that three xience xpedition stents, sizes 2.75x33, 3.5x12 and 2.5x18 were implanted in the 90% stenosis proximal left anterior descending coronary artery (lad) on (B)(6) 2014. In (B)(6) 2015, the patient was in the hospital for chest pain. Medical therapy was provided and the patient was discharged home. No additional information was provided.